Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that clear plastic ring at top of reservoir compartment has come away. The customer's blood glucose was 12 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had a missing retainer. The test p-cap and reservoir will not locked in place in the reservoir compartment due to missing retainer. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and the delivery accuracy test due to a missing retainer.